Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and claimed that the stimulator makes the patient difficult to breath. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned.